Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported they received an error message "occluder needs service" on the central control monitor (ccm). The user continued with surgery and used clamps. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.